Event description:
Additional information received from patient. They reported again, the hcp operated on them 3 times saying that the hcp "split" the patient's "butt three times" before the hcp got it correct.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that doctor operated on them 3 times before they got the device put in correctly. Patient do not any dates. It was asked why doctor had to go back in 3 times. Patient said healthcare professional (hcp) said the first time it had migrated. Patient thought only birds migrate. Patient said on second time 'because hcp said it had migrated'. They later said that they were not sure why they went in the second time. On the second surgery hcp told them 'it had to be done 2 times, patient had to go through it 2 times'. The 3rd time, patient did not remember what hcp said. Before the 3rd surgery patient asked to speak with hcp. Hcp said 'if you did not trust me what were you doing back in here?'. Patient let it drop and went through the surgery. During their last visit with doctor, patient told doctor that they did not appreciate their attitude and they told them that hcp ended up operating on her 3 times. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the device migration was unknown; the patient's hcp didn't tell them any reason for it. They reported that they lost 25 pounds. They went to the hcp because of colics. The hcp didn't tell the patient that it would not help with colics.